Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that the patient had their pump and catheter "quit" (motor stall) in 2016. No symptoms were reported. No further complications were anticipated/reported.